Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: attachment device, 1/1/2022 the initial reporter's phone number was not provided. Device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI:(B)(4). Please note that the reported event of the attachment device becoming unusually warm has been captured in medwatch (B)(4).

Event description:
This is report 2 of 2 of the event. It was reported from taiwan that the attachment device became unusually warm while in use with a cutter device. It was further reported that the cutter device was stuck inside the attachment device and it was believed that the cutter device could not be pulled out after surgery because of the bearing inside the attachment device and this cause the temperature to rise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device history review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the attachment device became unusually warm while in use with a cutter device was not confirmed. Therefore, an assignable root cause for the reported condition of heat was not determined. However, during evaluation, it was determined that the device failed visual inspection as it was found that the diamond grid of the burr was partly missing and corrosion was identified on the shaft. It was noted that the most probable root cause for the found defect was normal wear over time. The assignable root cause was determined to be due to component failure from wear. Correction: h4: incorrect device manufacture date: the device manufacture date was incorrect in the initial report. The device manufacture date has been updated from 2/18/2021 to 4/16/2021.